Manufacturer narrative:
The lift was inspected by a hillrom technician and the emergency button was replaced. Details of the circumstances that lead to the malfunction were not provided. There was no patient or user injury reported. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. According to the periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. In the document it is stated under section 5: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. Although there was no patient injury associated with the reported event, the report of a damaged emergency stop button during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported that the emergency button of their lift was broken and no longer worked. Details of the circumstances that lead to the malfunction were not provided. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).